Event description:
The customer reported that the system was arcing and shut down without command. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the high voltage cable candlestick connectors. The system operates as intended.